Manufacturer narrative:
Investigation is underway.

Event description:
As reported by and edwards lifesciences affiliate, after successful deployment of the 20mm sapien 3 valve in a pre-existing surgical valve in the mitral position, the sentinel cerebral protection device was being removed and resistance was felt. The resistance finally gave way and came out with ease. The device was examined for damage and debris capture. Debris capture was noted and device was completely intact. Diminished iliac pressure was noted. An aortagram was performed and a foreign body was visible at the aortoiliac bifurcation. A snare was advanced and the foreign body was removed. Upon examination, the foreign body was the distal end of the 14f esheath. Imaging was reviewed and a radiopaque object was attached to the valve prior to deployment. Upon reviewing the sentinel removal the radiopaque object was observed again and seen dislodging.

Manufacturer narrative:
Correction to d9 and h6 based on additional information received. The device was returned to edwards lifesciences for evaluation. The device was visually inspected, and the following was observed: esheath expanded as designed with no damage to the liner, distal tip tear/separation was circumferential with evidence of minor stretching along torn regions, distal tip opened along vertical score line as designed. All score lines were present at the distal tip, minor soft tip damage, the c-marker band was present. No other abnormalities were observed. Due to the condition of the returned device (distal tip torn/separated), no applicable dimensional or functional testing was able to be performed. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The following instructions for use (IFU) were reviewed: IFU for esheath, IFU for commander delivery system, device preparation training manual, and procedural training manual. Based on this review, there were no IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for esheath distal tip torn and system components separated during use were confirmed per evaluation of the returned device. However, no manufacturing non-conformance was identified during evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were observed on the device during device preparation. As reported, 'after successful deployment of the 20mm sapien 3 valve in a pre-existing surgical valve in the mitral position, the sentinel cerebral protection device was being removed and resistance was felt. The resistance finally gave way and came out with ease. An aortagram was performed and a foreign body was visible at the aortoiliac bifurcation. A snare was advanced and the foreign body was removed. Upon examination, the foreign body was the distal end of the 14f esheath. Imaging was reviewed and a radiopaque object was attached to the valve prior to deployment. Upon reviewing the sentinel removal the radiopaque object was observed again and seen dislodging'. Per evaluation of the returned device, the sheath distal tip was circumferentially torn and separated. It is possible that the non-edwards device may have interacted during the experienced withdrawal difficulty. As excessive device manipulation likely was applied to overcome this difficulty, the sheath distal tip may have consequently torn and separated. However, as the complaint description describes a radiopaque object dislodging and the c-marker band was still attached per evaluation of the returned device, a definitive root cause is unable to be determined at this time. However, available information suggests that procedural factors (non-edwards device interaction, excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.